Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-03735. It was reported the patient experienced ineffective therapy on his left side since (B)(6) 2015. Previous reprogramming was successful. However, the patient opted for additional back coverage. As a result, surgical intervention was undertaken during which time the left lead was explanted and replaced with a new lead. Postoperatively, bilateral coverage was achieved and effective. The issue is resolved.